Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damaged packaging is confirmed and was determined to be use related. One sealed 14.5 fr hemostar catheter kit was returned for evaluation. An initial visual observation showed five slits in the outer packaging of the kit. All of the slits were observed to be on the left side of the packaging with two matching slits in the tyvek and clear back at the top, one slit in the tyvek near the bottom, and two slits in the tyvek and clear back near the middle of the packaging. The slit in the tyvek near the middle of the packaging was observed to be much smaller than the nearby slit in the clear back; however they appeared to be aligned. The slit in the tyvek near the bottom was observed to extend into the sealed area. The slits were observed to be straight and with well-defined edges. Impressions extending from the ends of the slits were observed in the tyvek. No flaws were observed in adhesive coverage of the outer packaging of the kit. A microscopic observation revealed the edges of the slits were well-defined and slightly rounded. The orientation and nature of the slits observed in the kit packaging suggest the packaging was cut at a point in time at which the product was outside of the control of bas. Care should be taken during the unboxing, storage, and handling of product to prevent accidental contact with sharp instruments. A lot history review (lhr) of rear0568 showed no other similar product complaint(s) from this lot number.

Event description:
During investigation by the engineer, it was found that there were "cuts" in the packaging.